Event description:
Implantable cardioverter defibrillator (ICD) was explanted 32 months post implant, because of an end-of-life (eol) battery status. Premature battery depletion is suspected. A new guidant device was successfully implanted. The explanted device have been returned for analysis.